Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that a desaturation was noted by masimo clinical specialist while discussing troubleshooting with rn. The patient appeared pink and not in any distress while in bed. Sensor applied according to the dfus to the baby's left foot. During the time of the desat, the pr remained the same (matching with ECG) (ge monitor in use 12 sec avg time, normal sensitivity). The pleth was completely full of artifact. Spo2 decreased to 83%, then back up to 100% within 3 seconds. The same exact event reoccurred less than 2 minutes later. No known impact or consequence to patient was reported.